Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of cardiac arrhythmia could not be conclusively established through this evaluation. Additionally, a specific cause for the reported driveline infection could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) and the heartmate 3 lvas patient handbook (rev. G) are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia and infection. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and infection as potential late postimplant complications. This section also outlines care instructions in reference to controlling and preventing infection, including exit site treatment. The patient handbook also provides instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient's dyspnea resolved on (B)(6) 2023.

Event description:
It was reported that during a follow-up, the patient noted a new onset of dyspnea. The patient's diuretics were increased. The dyspnea was determined to be related to atrial tachycardia, and the patient was admitted on (B)(6) 2023. Direct-current cardioversion was attempted but failed. The patient was noted to have missed a dose of their trial medication on (B)(6) 2023. The patient's atrial tachycardia and associated dyspnea were not considered to be device or therapy related, and no clinical compromise was noted. A swab of the patient's driveline exit site on (B)(6) 2023 was found to be positive for staphylococcus aureus; a surgical debridement was performed. The patient was started on long-term amiodarone therapy, and the patient's dyspnea resolved on (B)(6)2023 with their arrhythmia under control.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.